Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and the video showed evidence of a leak/backflow at the fill port during filling of the device. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during manual filling of a large volume folfusor, liquid goes back into the syringe on its own and when the syringe is withdrawn, the liquid splashes. There was no patient involvement. No additional information is available.